Event description:
It was reported that the ilet bionic pancreas repeatedly displayed alert 42 indicating a motor current sense failure, persisted after multiple restarts, and a replacement device was provided. Symptoms included hyperglycemia with sensor readings reporting ¿high,¿ elevated glucose above 180 mg/dl for approximately two hours, and alerts for high glucose persisting over ninety minutes, without ketone testing, back-up therapy, medical intervention, or assistance. Outcomes included temporary interruption of insulin delivery function requiring device replacement and user re-start of therapy on a new device. Investigation included remote troubleshooting and data synchronization guidance, collection and return of the original device, and logistic follow-up for retrieval. Investigation of this case revealed a device malfunction consistent with an insulin pump motor current sensing failure in the pump mechanism. It was concluded that the cause was a device-related hardware malfunction.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.